Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as occurred ¿when operation¿. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with cephalosporin and vancomycin for peritonitis (no further details). Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further information.

Manufacturer narrative:
Additional information: the peritonitis occurred on an unspecified date in (B)(6) 2017. Upon follow up it was reported the cause of the peritonitis event was not reported (previously reported as a breach in aseptic technique). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.